Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during the implant procedure that the implantable cardiac monitor (icm) exhibited noise. Several attempts were made to reposition the icm. The physician opted to explant and use another icm which was successfully implanted. There were no patient consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found.